Event description:
A review of service data has detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming pulse testing. The last pt to use this monitor did not any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon eval, the monitor failed incoming pulse testing. The cause for the incoming pulse test failure was isolated to a poor connection between the defibrillator and c/a boards. The poor connection was caused by dirty pins on connectors j1002aa and j1003aa. The root cause for the dirty pins could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.